Manufacturer narrative:
Since the product was not returned for review, no benchtop analysis was possible. Per clinical information, the micro bubbles were dissipated after couple minutes when pump started. The root cause of the embolism was unable to be determined as no product was returned for review. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male undergoing a left heart catheterization was implanted with an impella 5.5 device for mechanical circulatory support. The patient was seen to have mitral regurgitation and tricuspid regurgitation in addition to cardiomyopathy. During the support, the team observed microbubbles under transesophageal echocardiography. There was no issue or malfunction observed that may have caused air embolism. There has been no harm or cva to date.